Event description:
The pulsar-18 self-expandable stent system was chosen for treatment of a moderately calcified lesion (70 percent stenosis degree) in the moderately tortuous mid sfa. When the device reached the lesion, it was not possible to release the stent. After 2nd try with no release of the stent, the device was withdrawn, and another stent was used to finish the procedure.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 13 mm. The stent has not been released. The outer shaft shows compression marks around the proximal end of the stent. Outside of the compression marks, the diameter of the outer shaft complies with the specification. The proximal stent stopper shows compression marks and the proximal x-ray marker is slightly shifted. The proximal end of the inner shaft appears also compressed. The handle was returned completely disassembled with two parts missing. The findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The final root cause for the reported event could not be determined. It should be noted that the IFU advises the user to only open the handle in the case that the trigger release mechanism fails with partial release of the stent.